Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, a 5max ace reperfusion catheter was found to be fractured upon removing it from the protective hoop. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace catheter was fractured approximately 21.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace catheter was found fractured upon removal from the packaging hoop. Evaluation of the returned device confirmed a fracture approximately 21.5 cm from the hub. This type of damage typically occurs when the device is improperly handled during removal from its packaging. If the catheter is removed from the packaging hoop at an angle, it may fracture due to excess force. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.